Manufacturer narrative:
Eval is in progress, but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console continuously repeated its power-on initialization sequence. There was no adverse consequence to the pt as a result of this event.